Manufacturer narrative:
(B)(4). Added additional information: after several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to function as intended. No error screen messages were displayed at any time during testing. The handpiece was fully functional and conforming to design specifications.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the device displayed the "change the handpiece" message. Another like device was used to complete the case. No patient consequences.